Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by customer that he had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 410 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles. Customer declined further troubleshooting. Advised to change entire set and monitor device. Customer's blood glucose level was 372 mg/dl at time of reporting. Nothing further reported.